Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided the patient experienced hernia recurrence and infection. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section in the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records, about a month post implant of composix kugel mesh, patient was diagnosed with infection and underwent mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h7, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of an incisional hernia, a composix kugel mesh was implanted to repair the hernia. (B)(6) 2010 - the patient underwent an additional surgery to repair recurrent hernia after the composix kugel allegedly failed and to remove the composix kugel, which was infected. The attorney alleged the patient has endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia and underwent open repair with the implant of composix kugel mesh. Per the operative notes, "the hernia sac was excised and repaired using composix kugel mesh¿. (B)(6) 2010 - patient was diagnosed with wound infection, erythema, started on antibiotics, and underwent excisional debridement of abdominal wall. (Note: mesh covered by the prior closed fascia and was not exposed). (B)(6) 2010 - patient was diagnosed with infected mesh in left lower quadrant and underwent excision of infected mesh with primary closure. Per the operative notes, "there was a small hole noted where the mesh was, opened over top of the mesh, and there was some noted murky fluid. The mesh was removed". Attorney alleges that the patient had abscess, adhesions, fistulae, infection, pain and emotional injuries. It is also alleged that the patient had wound infection requiring surgical debridement, ongoing incisional infections at the mesh site and placement of a wound vacuum device.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided the patient experienced hernia recurrence and infection. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section in the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an incisional hernia, a composix kugel mesh was implanted to repair the hernia. On (B)(6) 2010: the patient underwent an additional surgery to repair recurrent hernia after the composix kugel allegedly failed and to remove the composix kugel, which was infected. The attorney alleges the patient has endured additional surgeries to treat mesh-related complications, has suffered and will continue to suffer physical pain and was injured severely and permanently.